Manufacturer narrative:
Results: the returned device was kinked at approximately 78.0 cm from the hub. The dilator was returned with the neuron max and it was inserted into the neuron max. Conclusions: evaluation of the returned neuron max confirmed a kink on the catheter. The complaint reported that a non-penumbra microcatheter was being advanced through a neuron max for a second pass when the damage occurred. If the neuron max is forcefully mishandled while advancing another device through it, damage such as a kink may occur. During the functional testing, a demonstration mandrel was able to insert through the catheter with minor resistance at the site of the kink. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-00422. 1. Section h. Box 10/11. Narrative/corrected data results: the returned device was kinked at approximately 78.0 cm from the hub. The dilator was returned with the neuron max and it was inserted into the neuron max. Conclusions: evaluation of the returned neuron max confirmed a kink on the distal shaft. If the neuron max is forcefully advanced against resistance, damage such as a kink may occur. The reported tortuous and elongated anatomy likely contributed to the resistance experienced during the procedure. During the functional testing, a demonstration mandrel was able to insert through the catheter with resistance at the site of the kink. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left common carotid artery using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed the neuron max in the target vessel and made a successful pass with a non-penumbra catheter. While attempting to make a second pass, the physician was unable to advance the catheter through the neuron max and noticed that the neuron max had become bent. Therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.